Event description:
The doctor reported that the patient received a medpor chin implant in 2007. The doctor stated that the implant was placed intra orally and was not covered during insertion. The doctor stated that three months post op, the patient "had some trouble with the wound" and presented with a fistula on the right mandible body just beyond the lateral end of the medpor chin implant. The doctor stated that the fistula was cut out allowing it to granulate in. The doctor stated that an infection was noticed in approx eight months later. The doctor stated that the infection was treated with antibiotics. The doctor reported that the fistula returned and the implant was removed in 2008. The doctor stated that the patient is improving.

Manufacturer narrative:
Following a review of the device history record for lot number 8313-c008b13h, it was determined that all processes and test criteria are within the medpor implant finished product specification. Enclosed is a copy of the current medpor instructions for use with contraindication highlighted.